Event description:
A gemini stone retrieval paired wire / helical basket was used during a ureteroscopy procedure in 2008. According to the complainant, during the procedure after the first pass, the basket would not open and close properly. It was reported that the procedure was completed with another of the same device. No pt complications were reported as a result of this event.

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date is unk. The device was reported as being disposed of by the facility. A device analysis cannot be performed; therefore, the cause of the reported event is undermined.